Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site reported that, while outside of a procedure, a spine clamp part was broken. There was no patient present when this issue was identified. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Additional information: device lot number provided. The spine clamp was returned to the manufacturer for evaluation. Testing found that the clamp was fractured into two pieces. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.